Event description:
Patient originally implanted with plate and six screws on (B)(6) 2012. Patient was returned to or on (B)(6) 2012 for removal of all hardware due to fistula and non-union. Patient was implanted with a plate and six screws on (B)(6) 2012; fistula and non-union continue. Patient was again returned to or on (B)(6) 2013 for debridement and irrigation of the wound. Surgeon also removed one of the screws and replaced it with a different screw. Removal and replacement of screw was for the purpose of obtaining a better position with more bone purchase. Plate and five screws remain in patient. Surgeon has no plans for bone graft to replace bone void. This is 1 of 7 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.